Event description:
It was reported that patient presented to follow up with one episode of fib detection. Noise was observed on egms. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.